Event description:
Additional information was received indicating the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Technical support was contacted and recommended lead replacement. Reprogramming was performed, and a lead revision is anticipated but not yet performed. The patient was stable.